Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat gastrointestinal (gi) bleeding using ruby coils and a non-penumbra microcatheter. During the procedure, a ruby coil would not advance through the microcatheter, and the physician experienced resistance. Therefore, the ruby coil was removed. The procedure was completed using non-penumbra coils and a non-penumbra microcatheter . There was no report of an adverse effect to the patient.